Manufacturer narrative:
Subsequently, the device was reprogramed to the alternate vector and remains implanted and in service with no further complications reported.

Event description:
It was reported that the patient with this device received two shocks while exercising. A technical review to determine the validity of the shocking event, was requested. This review illustrated high rate oversensing with an inappropriate shock which triggered a ventricular tachycardia (vt) post shock; however was successfully converted via a second system shock. The patient was brought in for an exercise test, to include an automatic setup review. During testing, all vectors were captured at various rates. The patient remained asymptomatic throughout the testing duration in spite of observed morphology changes. The field, as well as technical services, agreed that the alternate sensing vector appeared to almost completely resolve system oversensing during the exercise induced morphology changes; however, did not appear as favorable during the at-rest periods. To date, the system remains implanted and in service. Resolution is pending which the representative has stated could include a system revision or explant for a transvenous option.